Event description:
As of today, no further information has been made available.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had been exposed to radiation. It was reported that there was difficulty at times interrogating the device. Furthermore, there were non-registered (n/r) measurements. The device was successfully interrogated with a different programmer in a separate location and the communication issue was corrected. A save to disk was performed to evaluated the n/r measurements. It was revealed that the device underwent a device reset that caused multiple errors in the device memory that caused an episode to end. There is potential that this device may not be able to deliver life-saving therapy. Technical services (ts) recommended that this product be explanted and replaced. At this time, no adverse patient effects have been reported.